Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had illegible or missing graduation markings on multiple syringes. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
One photo was received by bd (B)(4) depicting a total of eight 10ml assembled syringes from a reported lot #7177534 (p/n 309605). 2 of the syringes show partial print, most of the markings missing as if not printed diagonally. The 6 remaining syringes show missing print between the 8ml and bd logo markings that appears to have been scratched off after having been printed correctly. DHR review for lot# 7177534 (p/n 309605): manufacturing dates: 6/14/2017 ¿ 7/13/2017. Released batch quantity was (B)(4). Assembly and printer records were reviewed as part of this DHR review. All visual inspections were performed as per requirement. A quality notification was issued for missing print due to a part caught in dial. A quality notification was issued for missing print due to a printer jam. Adjustments were made and product re-qualified according to aql. Batch 7177534 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: missing print due to scratch: part caught in dial scratched print off passing barrels until it was dislodged. Missing print almost entirely: printer jam resulting in incorrect barrel to pad contact. Both instances of defect were caught in production and product re-qualified per applicable aql. However, it is possible that a limited number of barrels with this condition escaped detection. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.